Manufacturer narrative:
Final analysis found a loss of output and weakness in the telemetry caused by high current drain. The hybrid manufacturer was unable to reproduce the failure at hybrid level. Consequently, the reason for the failure could not be determined.

Event description:
It was reported that just after implant the pulse generator was not pacing. Interrogation by two different programmers resulted in error messages. The device was replaced.